Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button errors and motor errors when they rewinds and primes. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump start up delayed after battery changes. The customer informed that everything works fine and they could clear or fixed alarms or issues on the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, self test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. Device received with intermittent esc button due to flattened dome switches. No unlocked lcd keypad connector. No button error alarms were noted.